Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer reported that there was a crack in the cartridge, which caused insulin to leak. It was alleged that this has happened between 2-5 times. No adverse event was reported. The lot number was not provided. The insulin cartridges were discarded; therefore, no product could be requested to be returned for product evaluation.